Event description:
It was reported that post a coronary stenting treatment procedure, in-stent restenosis occurred and stent damage was noted. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous proximal right coronary artery (rca). A 2.75 x 20mm promus element plus stent was used to treat the lesion. At one year follow up, in-stent restenosis occurred. During treatment of the in-stent restenosis it was noted that there was stent deformation. There were no patient complications and the patient's status post procedure was stable.

Manufacturer narrative:
If implanted, give date: 1 year ago. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).